Event description:
The manufacturer received information alleging a ventilator was displaying a constant "low inspiratory pressure" alarm. The alarm was witnessed by a philips sales associate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The technician observed the air inlet path assembly was displaced and could have generated the alarm. The device's air inlet path assembly needs to be replaced to address the issue.

Manufacturer narrative:
In the previous submitted report incorrect coding was provided. The coding is corrected on this report.